Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as a blister in the right armpit area that has broken open a little. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care team treated the blister. Follow up indicated that the blister improved.